Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is it believed that the staple line leak started from the stepped linear line or the circular line? R./both staple lines were open answer the following questions for cdh29b what were the indications for surgery? R./ anterior laparoscopic resection of the rectum, did the patient receive preoperative chemotherapy or radiation? R./ no. Were any problems experienced with the device in the initial surgical procedure? R./ no. Which healthcare professional fired the device and what is your experience with the device? R./ assistant surgeon, everything worked at the time of the shot. Where on the green space adjustment scale was the gauge before the shot (low b, mid b, or high b)? R./he does not remember. Did the healthcare professional wait 15 seconds after closing the device and then squeeze again before shooting? R./ I waited 15 seconds after positioning the tissue and closing the stapler and proceeded to shoot. Was it difficult to close the device? R./no. Was it difficult to fire the device? R./no. How can the counterclockwise revolutions of the adjustment knob be used to open the device? R./ according to the manufacturer's instructions, 2 complete turns. Did the healthcare professional receive audible and haptic feedback when turning on the device? R./yeah. Were the donuts inspected? If yes, please describe it. R./yes, they came out complete distal and proximal. Was a complete transection of the separable white washer visually confirmed? R./ yes, to check the donuts, the separate washer is found. Was any problem with staple formation observed at any time during the patient's care? If yes, please describe the manner and location. R./no. What is the patient's current status? R./even in intensive care. Does the surgeon believe that the postoperative complications were related to a suspected device deficiency or were there other contributing factors including the patient's tissue condition? R./ it is under evaluation by the clinic's medical devices committee. Was a leak test performed? If so, what type and what was the result? R./ if a leak test. Was performed, and it came back negative. Was the staple line visualized endoscopically during the initial surgical procedure? R./ if through the laparoscopic access route when the leak test was done. How many days after the operation did the leak occur? R./the next day, less than 24 hours. How was the leak identified? Decompensation of the patient's condition. What was observed at the leak site after reoperation? R./opening of the two staple lines. How was the leak addressed? R./surgical treatment. Were any problems experienced with the device in the initial surgical procedure? R./no. Does the surgeon believe the postoperative stenosis was related to a suspected. Device deficiency or were there other contributing factors for the patient? Please explain. R./ there was no stenosis, the staple line was open in the immediate postoperative period.

Event description:
It was reported that during a laparoscopic anterior resection of the rectum was performed, of a malignant tumor of the rectum with invasion of the bladder. In the postoperative period, the patient decompensated and was reoperated on (B)(6) and there was evidence of opening of the staple line of the rectal stump. Due to his condition, the patient is in the intensive care unit as of today, on (B)(6). The patient consequences were inflammation and septic shock reported.